Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. No product was returned. The root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation.

Event description:
The user facility reported a 69-year-old male experiencing cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a hematoma at their impella access site during support. The patient was subsequently taken to the operating room where the hematoma was evacuated. Although the site was sore and tender following the intervention, support with the impella pump was able to continue.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.